Event description:
Dealer reported that the seat on a 9630-4 commode has broken at the front corner. User sustained a pinch, no medical attention. User is not aware of how the seat is cracking.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec (B)(4) and invacare has chosen to file this report utilizing the invamex cfn/fei registration.